Event description:
It was reported the customer received a motor error alarm during a bolus. Customer's blood glucose was 250 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also reported the customer was hospitalized with a blood glucose of 1250 mg/dl last year. Customer stated they did not check their blood glucose, causing their hospitalization. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, reset error test, rewind, and basic occlusion test. All operating currents were within specification. The off no power alarm functioned properly. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.